Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. Upon removal of the device from the pt, the capsule was found on the pt's tongue. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed, and/or when add'l info is received from the hcp.